Manufacturer narrative:
The device was discarded by the customer and not available for the MFR to evaluate. Therefore, the root cause for the event as reported could not be confirmed. Based on complaint investigations previously conducted and per risk documents the following possible root causes for no collection of blood due to a vacuum condition have been identified: insufficient vacuum at wound drain and evacuator tubing due to partially blocked or partially occluded by blood clots. Insufficient vacuum due to a pre-existing vacuum pressure in which a vacuum lock may exist in the reservoir. Device initially located above the wound site leading to a pressure loss electrical system or open circuit failure/discharged batteries due to a unit short circuit or an internal battery malfunction. The device history report (DHR) or lot review cannot be reviewed since a lot number has not been provided and is not available for eval.

Event description:
It was reported from the customer that motor sounded weaker than usual and blood could not be collected. There was back up equipment available for use. There was no delay, no pt/user injury, and no adverse consequences to report.